Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had constant tone. The customer's blood glucose was unknown at the time of incident. The customer was advised to put insulin pump to rest. The customer stated that the constant tone disappeared but the customer stated that the keypad stopped responding while setting the time and date and the constant tone recurred. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response on all buttons due to unlocked j2 keypad connector on the lcd board. No unexpected audio or beep anomaly noted during our testing. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no button response. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.